Event description:
It was reported that an ilet bionic pancreas displayed alert 32, indicating a delivery motor communication error while the patient was asleep, and multiple restarts were attempted without resolution; a replacement ilet was arranged, and the original device was returned for evaluation. Symptoms included hyperglycemia, with a reported blood glucose of 350 mg/dl and elevated levels lasting about five hours, without ketone testing, backup therapy, professional medical intervention, or other assistance. Outcomes included no hospitalization and no immediate adverse health effects. Investigation included the receipt and evaluation of the returned device. Investigation of the returned device revealed a motor processor communication malfunction consistent with a delivery motor communication fault.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device¿malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.